Event description:
It was reported that a patient underwent an obturator sling procedure (B)(6) 2006. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. The patient underwent the concurrent procedures of a laparoscopic assisted total vaginal hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions and anterior repair during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hysterectomy in 2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).